Manufacturer narrative:
A product evaluation was completed. The reported event of balloon issue was confirmed. Balloon latex appeared deteriorated and discolored. Multiple cracks and tears were evident on balloon latex. Leakage was observed through the tears on the balloon. Both balloon windings were intact. Balloon latex was released from proximal winding to check balloon edges at the tears. The edges did not appear to match at the tears. No other visible damage was observed from catheter body or stylet. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in the control phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a fogarty catheter was pulled from the shelf due to loss of confidence. Facility previously reported that they had catheters that appeared to be dry rotted. No patient involvement.